Event description:
Medtronic received information that prior to the implant of this 29 mm transcatheter bioprosthetic valve, during loading, the nurse noticed that the deployment knob of the delivery catheter system (dcs) had separated. It was reported that no resistance was felt in the system during loading. The physician was informed about the issue but the deployment knob could be pressed together manually by the physician¿s hand. The fluoroscopy check showed a good load and the valve was successfully implanted without issue. The dcs will be returned for analysis. It was reported that both tabs were intact and pressed in place by the physicians hand. No marks were noticed on the deployment knob. The trigger was not used and the handle was not over-driven. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Product analysis: upon receipt of the suspect delivery catheter system (dcs) at medtronic¿s quality laboratory, the device was received with the capsule fully closed and the end cap/screw gear snap fit connected. The device was received with the handle components detached from the dcs. Visual analysis showed the nose cone of the dsc was detached from the distal end of the inner member. Several voids were observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. The tabs were observed detached from the male deployment knob component. The detachment site of one of the tabs was observed to be jagged and uneven. The detachment site of the other tab was observed to be even. The tip-retrieval mechanism appeared intact and the spindle hub appears intact with no evidence of damage. The carriage components were observed to be undamaged. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported the deployment knob (actuator) separated during loading. The subject dcs was returned for analysis which confirmed the reported actuator separation. The actuator tabs were detached. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. An inner member shaft break, resulting in a tip separation, was also observed on the subject dcs. Further information from the account confirmed this tip separation did not occur during the event; therefore, it most likely occurred in transit. However, the cause of this inner member shaft damage cannot be conclusively determined. Additionally, voids were observed on the capsule, which indicated delamination between the capsule outer polymer and the nitinol frame. This typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.